Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). The issue was confirmed and the device was returned to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s5 gas blender system alarmed and experienced flow discrepancies during a procedure. There was no report of patient injury.

Manufacturer narrative:
The gas blender was returned to livanova (B)(4) for further investigation. During the evaluation the reported issue could not be confirmed or reproduced. The device worked according the specification. As the issue could not be reproduced or confirmed, a root cause was not identified.